Event description:
Event verbatim [preferred term] burns on the neck/very evident bubbles from burns [burns second degree], the patient applied the thermacare back to the neck during the night [device use error]. Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip), device lot number n15777, expiration date jan2019, from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare. The patient experienced burns on the neck on an unspecified date with outcome of unknown. The patient applied the thermacare back to the neck during the night and reported burns with evident bubbles and due to this the patient went to the hospital on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (01mar2017): new information received from the reporter via the med info team included product data (product was updated from thermacare neck, shoulder & wrist to thermacare lower back & hip, device lot #, expiration date) and reaction data (additional event of device use error). Company clinical evaluation comment: based on the information provided, the report of "burns on the neck/very evident bubbles from burns after the suspect device was applied on neck at night" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the report of "burns on the neck/very evident bubbles from burns after the suspect device was applied on neck at night" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burns on the neck/very evident bubbles from burns [burns second degree]. The patient applied the thermacare back to the neck during the night [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip), device lot number n15777, expiration date jan2019, from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare. The patient experienced burns on the neck on an unspecified date with outcome of unknown. The patient applied the thermacare back to the neck during the night and reported burns with evident bubbles and due to this the patient went to the hospital on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01mar2017): new information received from the reporter via the med info team included product data (product was updated from thermacare neck, shoulder & wrist to thermacare lower back & hip, device lot #, expiration date) and reaction data (additional event of device use error). Follow-up (08mar2017): new information received from product quality complaint group included investigational results. Company clinical evaluation comment based on the information provided, the report of "burns on the neck/very evident bubbles from burns" after thermacare back was applied on neck at night is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified. Comment: based on the information provided, the report of "burns on the neck/very evident bubbles from burns" after thermacare back was applied on neck at night is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.

Event description:
Burns on the neck/very evident bubbles from burns [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare. The patient experienced burns on the neck on an unspecified date with outcome of unknown. Even though the patient had not applied during the night, as reported on the leaflet, he/she still had this problem with very evident bubbles from burns and due to this the patient went to the hospital on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the report of 'burns on the neck/very evident bubbles from burns' is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the report of 'burns on the neck/very evident bubbles from burns' is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.